Event description:
Customer reported a leak occurred when a patient was receiving medication to maintain deep sedation. The leak was discovered, and the set was changed. The set was saved but will not be released to carefusion for investigation per risk management. Hospital staff was unable to re-create the leak. There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.